Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. Visual inspection on the samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure testing and clear passage testing was performed and revealed a leak between the white bushing and the clear tubing for both samples. The reported condition was verified. The cause of the condition was due to incorrect assembly of the bushing and tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two clearlink system solution sets leaked. The leak occurred at the white segment on the tubing, the event occurred while the tubing was being primed with normal saline. There was no patient involvement. No additional information is available.